Event description:
The customer reported diminished vaporization efficiency with the first fiber during prostate vaporization. It was reported that the second fiber was twisted. The case was completed via a turp. The outcome was reported as "no damages to the pt".